Manufacturer narrative:
The suspect motor battery charger was received by medtronic personnel for evaluation. An electrical evaluation found that the charger failed bench testing, output and bench testing. It was reported that each channel did not pass testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motor battery charger and motion batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger and batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user. The site reported that they were parking the imaging system when the reported issue occurred. No additional information was provided. There was no patient present when this issue was identified.